Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced difficulty mobilizing tube. It was later reported that the patient's peg and j-tube were replaced due to a buried bumper. Post re-evaluation, physician advises to dip the tube 4-5 cm due to the presence of scar tissue. The device has been explanted and replaced.